Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported worsening mr appears to be related to the tissue injury. The reported tissue injury appears to be a result of procedural conditions (leaflets damaged during procedure). The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on 03may2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. Two clips were implanted, reducing mr to a grade of 2-3. On 08may2024, imaging showed mr had increased to 4+. Tissue damage was observed on the posterior, next to the first clip. Patient underwent an additional mitraclip procedure.